Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("sharp stabbing pelvic pain/pain,"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general), / abnormal bleeding (general)") and rheumatoid arthritis ("autoimmune disorder: mimic of rheumatoid arthritis / autoimmune disorder: mimic of rheumatoid arthritis") in a 33-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery, knee operation, cholecystectomy in (B)(6) 2015 and multiparous. Concurrent conditions included depression, right upper quadrant pain, polyarthralgia, constipation and urethritis. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 3 years 4 months after insertion of essure. In 2012, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of pelvic pain ("pain") and was found to have the first episode of weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced back pain ("back pain/back pain all over."). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and arthralgia ("other injury(ies) or complication(s): severe joint"). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), the second episode of dysmenorrhoea ("painful menses/"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("mood swing"), vaginal discharge ("discharge"), hot flush ("hot flashes") and the second episode of dyspareunia ("painful intercourse") and was found to have the second episode of weight increased ("weight gain"). In 2016, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), infection ("infection"), abdominal pain lower ("cramping"), joint injury ("ankle injury"), malaise ("sickness ") and fall ("fell at work down stairs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, incontinence, dysuria, abdominal distension, menstruation irregular, the last episode of dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, vaginal discharge, hot flush, the last episode of dyspareunia, the last episode of weight increased, back pain, bladder disorder, urinary tract disorder, migraine, tooth disorder, complication of device removal, joint injury, malaise, headache and fall outcome was unknown and the arthralgia, abdominal pain, infection and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bladder disorder, complication of device removal, dysuria, fall, genital haemorrhage, headache, hot flush, incontinence, infection, joint injury, loss of libido, malaise, menstruation irregular, migraine, mood swings, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of pelvic pain, the first episode of weight increased, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of pelvic pain and the second episode of weight increased to be related to essure. The reporter commented: no tubal perforations identified. Normal endometrial cavity with 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on an unknown date: results: see below CT abdomen pelvis: bowel gas pattern demonstrates evidence of a mild paralytic ileus.. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menstruation irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("sharp stabbing pelvic pain/pain,"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general),") and rheumatoid arthritis ("autoimmune disorder: mimic of rheumatoid arthritis") in a 33-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip surgery, knee operation, cholecystectomy in (B)(6) 2015 and multiparous. Concurrent conditions included depression, right upper quadrant pain, polyarthralgia, constipation and urethritis. In 2012, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of pelvic pain ("pain") and the first episode of weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), the second episode of dysmenorrhoea ("painful menses/"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), the first episode of mood swings ("mood swing"), vaginal discharge ("discharge"), hot flush ("hot flashes"), the second episode of dyspareunia ("painful intercourse"), the second episode of weight increased ("weight gain") and back pain ("back pain/back pain all over."). In 2016, the patient experienced the second episode of mood swings ("mood swings"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and arthralgia ("other injury(ies) or complication(s): severe joint"). On (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), infection ("infection"), abdominal pain lower ("cramping"), joint injury ("ankle injury"), malaise ("sickness ") and fall ("fell at work down stairs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain, genital haemorrhage, rheumatoid arthritis, incontinence, dysuria, abdominal distension, menstruation irregular, the last episode of dysmenorrhoea, bacterial vaginosis, loss of libido, vaginal discharge, hot flush, the last episode of dyspareunia, the last episode of weight increased, back pain, the last episode of mood swings, bladder disorder, urinary tract disorder, migraine, tooth disorder, complication of device removal, joint injury, malaise, headache and fall outcome was unknown and the arthralgia, abdominal pain, infection and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bladder disorder, complication of device removal, dysuria, fall, genital haemorrhage, headache, hot flush, incontinence, infection, joint injury, loss of libido, malaise, menstruation irregular, migraine, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of mood swings, the first episode of pelvic pain, the first episode of weight increased, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of mood swings, the second episode of pelvic pain and the second episode of weight increased to be related to essure. The reporter commented: no tubal perforations identified. Normal endometrial cavity with 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. CT abdomen pelvis: bowel gas pattern demonstrates evidence of a mild paralytic ileus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menstruation irregular. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic information, lab data and concurrent condition, essure indication: permanent birth control by bilateral occlusion of the fallopian tubes, lot number 898925, stop date updated, concomitant product. New events: mood swings, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, other injury(ies) or complication(s): severe joint , complication of device removal , ankle injury and fell at work down stairs were added. The event abnormal bleeding (general) clubbed with previous event. On 1-mar-2018: medical records received. Patient's other relevant medical history, concurrent conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("sharp stabbing pelvic pain/pain,"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general), / abnormal bleeding (general)") and rheumatoid arthritis ("autoimmune disorder: mimic of rheumatoid arthritis / autoimmune disorder: mimic of rheumatoid arthritis ") in a 33-year-old female patient who had essure (batch no. 898925) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip surgery, knee operation, cholecystectomy in (B)(6) 2015 and multiparous. Concurrent conditions included depression, right upper quadrant pain, polyarthralgia, constipation and urethritis. In (B)(6) , 3 years 4 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6), the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of pelvic pain ("pain") and the first episode of weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), the second episode of dysmenorrhoea ("painful menses/"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("mood swing"), vaginal discharge ("discharge"), hot flush ("hot flashes"), the second episode of dyspareunia ("painful intercourse"), the second episode of weight increased ("weight gain") and back pain ("back pain/back pain all over."). In (B)(6), the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and arthralgia ("other injury(ies) or complication(s): severe joint"). On (B)(6) 2016, the patient experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), infection ("infection"), abdominal pain lower ("cramping"), joint injury ("ankle injury"), malaise ("sickness ") and fall ("fell at work down stairs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of pelvic pain was resolving, the genital haemorrhage, rheumatoid arthritis, incontinence, dysuria, abdominal distension, menstruation irregular, the last episode of dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, vaginal discharge, hot flush, the last episode of dyspareunia, the last episode of weight increased, back pain, bladder disorder, urinary tract disorder, migraine, tooth disorder, complication of device removal, joint injury, malaise, headache and fall outcome was unknown and the arthralgia, abdominal pain, infection and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, bacterial vaginosis, bladder disorder, complication of device removal, dysuria, fall, genital haemorrhage, headache, hot flush, incontinence, infection, joint injury, loss of libido, malaise, menstruation irregular, migraine, mood swings, rheumatoid arthritis, tooth disorder, urinary tract disorder, vaginal discharge, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of pelvic pain, the first episode of weight increased, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of pelvic pain and the second episode of weight increased to be related to essure. The reporter commented: no tubal perforations identified. Normal endometrial cavity with 2 coils visible on the left and 2 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. CT abdomen pelvis: bowel gas pattern demonstrates evidence of a mild paralytic ileus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menstruation irregular. Most recent follow-up information incorporated above includes: on 7-jun-2018: other social media received: outcome of pelvic pain was recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), loss of libido ("loss of libido"), mood swings ("mood swing"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (underwent pelvic surgery on (B)(6) 2016 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.